Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are decapping.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address unavailable. Bd corporate state (B)(4) was used as its place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are decapping.

Manufacturer narrative:
This MDR task is being canceled due to a duplicate and MFR report # is 1917413-2022-00267.